Manufacturer narrative:
Event date entered incorrectly in initial report.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent fracture); patients condition affected effectiveness of device (vessel morphology). Conclusion results: device failure/lack of effectiveness related to patient condition (vessel morphology). Component: stent (B)(4).

Event description:
During index procedure the patient had one complete se stent implanted to the left mid superficial femoral artery (sfa). Approximately 12 months post index procedure during a x-ray it was noted that there was diffuse calcification with segmental underexpansion. At 24 month radiograph a stent fracture was seen. The patient was experiencing claudication at the 24-month visit. Cine images evaluation: based on the images provided it appears that the proximal end of the stent is being compressed within the vessel. There is no evidence of stent weld/ joint or stent material breakage in the images provided. It appears more likely that the stent profile is being impacted by excessive stress from the vessel perhaps due to restenosis/exacerbation of the disease within the vessel. The stent material distortion most likely occurred due to adjacent non welded segments being forced out of alignment due to the vessel morphology.

Manufacturer narrative:
(B)(4)